Event description:
The procedure involved a femoral artery puncture, 7 f arterial sheath, selective coronary arteriography, selective coronary angiography, transluminal coronary angioplasty and stent insertion. A recent angiography had shown calcified vessels with diffuse disease. The lad has long segment 50 - 70% diseased while the rca had 4 tandem lesions ranging from 50% to 90%. The guide catheter provided good support. The lesion was easily crossed with the guide wire and balloon catheter, but mid lesion, which was the tightest, was calcified and dissected and would not permit passage of a cypher stent despite multiple redilatations. A short tsunami was placed there, and a 23 cypher was taken through the tsunami to stent the distal lesion with a generous overlap the tsunami. The proximal vessel was then stented with a 33mm cypher with a generous overlap, such that only the middle 1/3 of tsunami was bare stented, the rest has drug elution overlap. The stents were then post dilated with a 3.5 balloon catheter at 14 atm. There was a good angiographic result, with a minor linear distal dissection without luminal compromise. The tightest lesion had 20% recoil and the proximal edge probably had a hinge lesion. The lad could be considered as a staged procedure. Approximately two hours later, the patient was taken back for ami with bradycardia, cardiac arrest, and CPR. Thrombolysis was given as the stent occluded at a time when the lab was unavailable (ptca was in progress). Angiography showed gross dissection both proximally and distally, with distal occlusion. A stent was placed at the start of distal dissection, then as distally as initially could be achieved. The proximal vessel was then stented, and two stents were placed between the two stents in the distal dissection. Finally, a short stent was added more distally. Stents used: proximal vessel was stented with a 4.0x12 vision. The distal artery was stented (proximal to distal) with a 3.0x18 driver, 3.0x25 & 3.0x15 tsunami, 3.0x15 driver, and a 3.0x12 driver. A 3.5x23 vision partially stripped off balloon and was deployed in proximal vessel inside the previously placed stent. A 3.5x18 driver was undelieverable. The proximal vessel was ballooned with a 4.0 balloon catheter. All stents were extremely difficult to deliver, requiring a buddy wire. The patient was hypotensive, lvedp was not elevated, no effusion on echo, which was probably volume depleted. The patient will need extended aggrastat/heparin if tolerated.